Event description:
Review of diagnostic history from the sites handheld computer revealed that this patients' device had high lead impedance from a system diagnostic test, end of service status was set to no. Attempts to obtain additional information from the site are underway.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.